Event description:
The customer reported that he was trying to reset the insulin pump, put new fluids in, and the screen of the insulin pump was showing that the reservoir was empty. After checking the status screen, it was found that it said reservoir demo and the reservoir was low. The customer had not primed or rewound the insulin pump and placed the reservoir into the insulin pump by pushing it in. The customer recalled feeling some pressure when trying to put the reservoir in. The customer had only filled the cannula. It was found that the customer was still in training and had saline solution in the reservoir for training purposes. The customer was advised to fill another reservoir, because there could have been damaged caused by putting the reservoir into the insulin pump without rewinding, possibly causing leaks in the reservoir and exposing the insulin pump to moisture. Assistance was provided with filling the new reservoir and priming and rewinding. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.